Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette¿s syndrome. Concomitant: product ID 3387-40, lot# j0527488v, implanted: 2005-(B)(6), product type lead. Product ID 3387-40, lot# j0443929v, implanted: 2005-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 64002, lot# n295422, implanted: 2012-(B)(6), product type adapter. (B)(4)

Event description:
It was reported that the doctor told the tourette¿s syndrome patient when the implantable neurostimulator (ins) was implanted that it would last a really long time because it was more expensive and newer. However, it did not and the ins depleted faster than expected. The ins was found ¿dead¿ and completely depleted in august 2014. The reporter did not know if it was normal depletion. The reporter stated that the patient had to have the ins because he was ¿going through hell without the ins.¿ the doctor could not guarantee that a new ins would last a long time. No confirmed intervention or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.